Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pacing system analyzer (psa) cable was used to test the implantable cardioverter defibrillator (ICD) lead in the right ventricle (rv) during an emergency implant, but a negative injury current was observed. Troubleshooting steps were taken, including repositioning the lead multiple times due to concerns of perforation. The red/black connections were checked several times with no avail. At this point, during further ICD lead repositioning, the patient went into ventricular standstill, requiring brief external pacing. At this time, the atrial (a) lead and a second set of psa cables from another manufacturer were used in the rv in case further pacing was needed. Further testing with the psa cables from the other manufacturer resulted in a positive injury current. However, when switching back to the original psa cables, the injury current returned to negative. It was noted that the psa cables might have been reversed internally, despite the red/black connections being correctly clipped on the lead. It was also noted that sensing was good for both leads, with 12-16 millivolt (mv) for the rv and 8 mv for the right atrial (ra), and impedances were within the normal range. These measurements remained similar when the injury current was positive. Pacing of the rv was performed with left bundle branch block (lbbb) morphology in all positions, and the threshold was 1 volt (v) for both leads in all positions. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the negative injury current observed with pacing system analyzer (psa) cable. The cable passed all visual incoming inspection with no anomalies found. It was noted that there was no intermittent or shorted connections found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.